Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2mmx28mm was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for use. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 52.5cm and 72.7cm from the strain relief, the hypotube of the device was kinked. The balloon was loosely folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue or irregularity. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2mmx28mm was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for use. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.